Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, door 1 was jammed and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the door was jammed and could not be recovered. A field service engineer replaced the latch assembly on door 1 and performed testing. The door was successfully recovered, and all other doors were tested to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.